Manufacturer narrative:
Investigation results completed on a smiths medical cadd solis hcpa 2100 pump. The device arrived with a cosmetic scratch to lens. Found a bubble in the dso seal. Also missing battery separator. Event log is opened to verify complaint but no evidence to support complaint of over infusion and battery failed test. Then tests ran to duplicate the report on battery life, which did not fail. Battery life ran as expected for 69 hours. Failed accuracy test was done and found to be within the specification of +3/-3.0%. During the testing the code 41627 error code occured twice, which is a motor time out error. Preventative measure was taken to replace motor software. The complaint was not verified and no fault found with pump related to complaint. The submitted complaint is unknown what caused the malfunction.

Event description:
Information received a smiths medical cadd solis hpca pumps - 2100 overinfused and did not pass pm battery test. This all occurred during testing and no patient was involved or adverse patient event.